Event description:
It was reported that during a percutaneous transluminal coronary angioplasty/stent procedure an attempt was made to advance the stent to the circumflex artery. The stent could not be visualized. No further information was reported.